Event description:
Reporter indicated that all of the sodium, potassium, and calcium results within one run were lower than expected. After some troubleshooting steps, the run was repeated and the results were within normal range. Reporter indicated that only the repeated results were provided to the physicians. The field service engineer verified that the system was functional.